Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the receiver displayed low transmitter battery. No additional event or patient information is available. Data log was reviewed for evaluation on 03/14/2017. Complaint for a low transmitter battery could not be confirmed, however, transmitter failure was found and confirmed on 03/14/2017. The root cause could not be determined, post investigation. Based on the findings of a transmitter failure this is now reportable. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed with a known good transmitter and passed. Voltage testing was performed and passed. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event of a low transmitter battery was confirmed. The root cause was determined to be a defective transmitter.